Event description:
It was reported that when the devices were used during an hernia repair procedure, the staples would not close. Opened another device to complete the case. There was no consequence to patient.